Event description:
It was reported that during a laparoscopic sigmoid colon procedure, the stapler was fired on the rectal stump, the staples appeared misformed and the colon became open to abdominal cavity. Pt converted to open and the case was completed with another instrument.